Manufacturer narrative:
Updated data: b5 - added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 31 days following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency department due to vision loss. An electrocardiogram (ECG) identified sinus rhythm with atrio-ventricular dissociation, a wide qrs complete with an occasional premature ventricular contraction (pvc). Right bundle branch block (rbbb) identified. There was concern for complete heart block. The patient was transferred to the hospital. The following day and a permanent pacemaker was implanted for complete heart block (chb). The patient was discharged 2 days following admission. The physician reported the event was not related to the valve or valve implant procedure. No additional adverse patient effects were reported. Additional information received indicated that the patient was discharged 3 days following admission. The event resolved 3 days after onset.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 31 days following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency department due to vision loss. An electrocardiogram (ECG) identified sinus rhythm with atrio-ventricular dissociation, a wide qrs complete with an occasional premature ventricular contraction (pvc). Right bundle branch block (rbbb) identified. There was concern for complete heart block. The patient was transferred to the hospital. The following day a permanent pacemaker was implanted for complete heart block. The patient was discharged 2 days following admission. The physician reported the event was not related to the valve or valve implant procedure. No additional adverse patient effects were reported.

Event description:
Additional information indicated that on the onset date a transthoracic echocardiogram (tte) performed which measured an atrioventricular (av) peak velocity of 3.3 meters per second (m/s), an av mean gradient of 17 millimeters of mercury (mm hg), an left ventricular outflow tract (lvot) peak velocity of 1.8 m/s, an lvot peak gradient of 14 mmhg, an av area continuity equation velocity time integral (vti) of 1.7 cm2, and an ejection fraction of 72%.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.